Event description:
The territory manager (tm) assisting a (B)(6) old male pt called to zoll lifecor customer support to report that the pt may have bent the pins in the electrode belt while trying to connect it with the monitor. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (bent pins in the electrode belt) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.